Event description:
A report was received that the patient had a superficial skin infection. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics. The patient underwent a drainage procedure at the midline incision site and was doing well following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a superficial skin infection. The patient was prescribed with antibiotics. The patient underwent a drainage procedure at the midline incision site and was doing well following procedure.

Manufacturer narrative:
(B)(4).